Manufacturer narrative:
The reported malfunction was observed during initial testing at the customer site by a zoll representative. However, the reported malfunction could not be duplicated during testing at zoll medical corporation. The multi-function signal cable was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed the 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.